Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was not returned for analysis. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that prior to a transaortic valve replacement (tavr) procedure, suture placement was attempted in the mildly calcified right common femoral artery with a proglide device using the perclose technique. The arteriotomy was 6f. Reportedly, a cuff miss occurred with three proglide devices. The sutures of two additional proglide devices were successfully placed in perclose technique. The sheath was upsized to 18f and the tavr procedure was completed. The two successfully pre-placed sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the perclose technique. No additional information was provided.